Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will undergo a new scs trail because she is not receiving effective stimulation therapy from her current scs system. Follow-up identified the trail was successful and the patient's physician plans to replace her current percutanous lead with a surgical lead.